Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the accuracy confirmation test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. The temperature was within specifications. The device passed electrical testing. The pneumatic system was tested and found all pressures to be correct and stable. A volumetric accuracy test was performed and the device failed. Test article, piston foam, was installed and the device passed the volumetric accuracy test. Inspection of the door assembly found that the piston foam was deteriorated. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted